Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the vibration no longer works on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they had trouble to hear the insulin beeps. The customer reported that the insulin pump had an unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.